Event description:
One of the three white plastic spikes was discovered missing from the tubing set that connects to the bag. Without this spike the tubing was exposed to outside air, compromising the closed seal within the bag. The bag was not used. Further inspection of bags from similar lots revealed no other defects.